Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was not working and not chargeable. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected with the explanted ipg. Sc-1110-02 (sn (B)(4)): device evaluation indicated that the ipg was not working was not verified. Upon receiving, the device was completely depleted. The device was charged in one charge cycle, and linked to a test remote control, and the battery measured 3.91 volts. This result indicated that the device is capable of being charged fully under a proper charging method. The profile exhibited no charging issues. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient's ipg was not working and not chargeable. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.